Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the gts advantage system 2. (B)(6).

Event description:
Caller states that a patient allegedly received the following results, with two different roche meters, within 10 minutes: 40 mg/dl (gts advantage system 1) and 102 mg/dl (gts advantage system 2). Patient was treated with a snack based upon her hypoglycemic symptoms. Patient was able to consume the snack herself. Patient felt better about 25 minutes later. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.